Event description:
The therapy failed to provide adequate pain relief following lead migration. The patient requested her device system be explanted due to ineffective pain control and she was pursuing back surgery that required the device system to be removed. No surgical complications were reported and the patient recovered with sequela. Additional information has been requested.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.